Manufacturer narrative:
(B)(4). Batch # r94p6w. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a right thyroidectomy the device expelled clip without firing. The clip fell out of the device after firing the previous clip. It was also reported that there were crossed clip legs on occasion. It was not reported how the procedure was completed. There were no patient consequences reported. There was no surgery delay. The procedure was successfully completed.